Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant did not obtain primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the device code was considered as no known device problem. As reported by the dentist, the dental implant had to be removed due to inadequate torque.

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant did not obtain primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).